Event description:
Patient reported right side capsular contracture baker grade 3/4. Patient later reported capsular contracture baker grade iii and "multiple radial folds." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: unable to observed on the provided photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right-side capsular contracture baker grade 3 and "multiple radial folds." The device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3/4.

Event description:
Patient reported right-side capsular contracture baker grade 3/4. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d9.

Event description:
Patient reported right-side capsular contracture baker grade 3 and "multiple radial folds." The device has been removed and replaced.